Event description:
Patient representative reported silicone sweating of the device, capsular contracture (baker grade unknown), migraine, paraesthesia and hypoaesthesia of the skin. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and gel bleed are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sweating of the device, capsular contracture (baker grade unknown).